Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the light source had an error code b30. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.